Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported adverse impact to customer¿s blood glucose level. The customer received a replacement pump for continued insulin therapy.